Manufacturer narrative:
Lot code: 41332. Method: device inspection and device history review. Results: manufacturing files were reviewed and no anomalies were found. The spacer was examined and confirmed to have external damage consistent with mismating with the inserter. Conclusion: the likely root cause not properly mounting the spacer to the collet on the inserter, causing the spacer to break loose during insertion into the disc space as outlined in the surgical technique.

Event description:
It was reported that upon insertion of the cage, the cage disengaged from the inserter upon first impact.

Event description:
It was reported that upon insertion of the cage, the cage disengaged from the inserter upon first impact.